Manufacturer narrative:
Mw#5065967. Device evaluation & resolution: the third party service confirmed the reported problem and replaced the da to mc cable to resolve this issue.

Event description:
The customer reported device turned off 3 times during transport of patient. No patient harm reported.